Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Chipped tooth [tooth fracture]. Enamel is getting lower or worn down and thinner [tooth injury]. Dents around fillings/enamel looking dense in some areas on front and molars [tooth disorder]. Fillings cracked [complication associated with device]. Won't turn off or will switch to a different mode - oral-b [device physical property issue]. Case narrative: a spontaneous report was received via phone on 05-aug-2024 from a 33-year-old female consumer who used oral-b rechargeable toothbrush handle 3753 ioseries6 m6 io m6d.4m6.3k and oral-b power oral care refills io series (beginning on an unspecified date) to make her oral care better and she experienced a chipped tooth, (tooth) enamel was getting lower/worn down/thinner where she had fillings, dents around fillings, one filling cracked, and the enamel looked dense in some areas (all beginning on unspecified dates). Treatment details: unknown. A healthcare professional was not contacted. One brush was used two times a day and she followed what it (toothbrush instructions) said to do. Device use stopped in (B)(6) 2024. Exact devices used previously: toothbrush handle-no, refill-unknown. She kept trying to turn the device off, but it would not turn off or would switch to a different mode. Relevant history: (dental) fillings. Concomitant product(s): sensodyne toothpaste. The event outcomes for enamel looking dense and dents around fillings were worsened. The event outcomes for chipped tooth, (tooth) enamel was getting lower/worn down/thinner, and one filling cracked were unknown. The case outcome was worsened. No further information was reported. 19-aug-2024 case update from information initially received on 05-aug-2024: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3753 ioseries6 m6 io m6d.4m6.3k. The concomitant product was confirmed to be oral-b power oral care refills io series. The adverse event outcomes remained the same. The case outcome remained worsened. No further information was reported.

Manufacturer narrative:
22-oct-2024 case update: based on updated assessment provided by gps no reportable event has taken place to the consumer. Hence the actual MDR is obsolete and no longer needed.

Event description:
Chipped tooth [tooth fracture]. Enamel is getting lower or worn down and thinner [tooth injury] . Dents around fillings/enamel looking dense in some areas on front and molars [tooth disorder] . Fillings cracked [complication associated with device] . Won't turn off or will switch to a different mode - oral-b [device physical property issue]. Case narrative: a spontaneous report was received via phone on 05-aug-2024 from a 33-year-old female consumer who used oral-b rechargeable toothbrush handle 3753 ioseries6 m6 io m6d.4m6.3k and oral-b power oral care refills io series (beginning on an unspecified date) to make her oral care better and she experienced a chipped tooth, (tooth) enamel was getting lower/worn down/thinner where she had fillings, dents around fillings, one filling cracked, and the enamel looked dense in some areas (all beginning on unspecified dates). Treatment details: unknown. A healthcare professional was not contacted. One brush was used two times a day and she followed what it (toothbrush instructions) said to do. Device use stopped in jul-2024. Exact devices used previously: toothbrush handle-no, refill-unknown. She kept trying to turn the device off, but it would not turn off or would switch to a different mode. Relevant history: (dental) fillings. Concomitant product(s): sensodyne toothpaste. The event outcomes for enamel looking dense and dents around fillings were worsened. The event outcomes for chipped tooth, (tooth) enamel was getting lower/worn down/thinner, and one filling cracked were unknown. The case outcome was worsened. No further information was reported. 19-aug-2024 case update from information initially received on 05-aug-2024: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3753 ioseries6 m6 io m6d.4m6.3k. The concomitant product was confirmed to be oral-b power oral care refills io series. The adverse event outcomes remained the same. The case outcome remained worsened. No further information was reported. 22-oct-2024 product investigation result received (based on product lot): product investigation result for oral-b rechargeable toothbrush handle 3753 ioseries6 m6 io m6d.4m6.3k was: no manufacturing cause identified based on investigation. The event and case outcomes remained the same. No further information was reported.